Manufacturer narrative:
Additional info: h6: the device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/10/2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock glenoid trial, medium had an issue. The item broke during a case, used over 100 times, and the peg snapped off. No patient harm, everything was retrieved. This was discovered during use with no impact to the patient. Additional information has been requested. On 10/25/2022, the sales representative replied via email and provided the following information: this event occurred during an unspecified procedure on (B)(6) 2022. When the peg snapped off, the piece broke inside the patient, and all fragments were retrieved. The failure occurred upon extraction. The complaint device has been returned.